Event description:
It was reported that during an unknown procedure, several structural leakage problems with the trocars. The trocars had several problems during operation in a range of losing pneumoperitoneum to having alot of co2 loss higher than normal. The trocars have leakage through the rubbers/seals and when an instrument is in the 5 or 11mm trocar size. There were no patient consequences.

Manufacturer narrative:
(B)(4). The analysis results found that devices (a and b) were returned in good condition. In an attempt to replicate the reported incident, the devices were functionally tested to detect any leaking issues. Upon evaluation of the devices, they were functionally leak tested and passed. Each device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.